Event description:
Reportedly, the ICD involved in this MDR report delivered many inappropriate shocks. Therefore, a revision was made in 2009: bad contacts were observed when moving the ICD with the lead. The lead was then disconnected from the ICD and tested: normal values were found. The lead was reconnected to the cid but bad contacts were still observed. A new lead was introduced and tested with normal values. After connecting the new lead to the ICD: the parameters were found not adequate. Therefore, it was decided to replace the ICD. With the new ICD, all parameters and tests were normal with the old and the new lead.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.